Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. Device not returned.

Event description:
It was reported that the customer took a 10 unit bolus when they intended to type in 10 grams of carbohydrates into the bolus menu. The customer's blood glucose (bg) level subsequently decreased, and the bg value displayed as 'low' on the continuous glucose monitor (cgm). The customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.